Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation at the left atrium a "excessive temperature" error was observed on the maestro. Physician noted that the intellanav mifi open-irrigated catheter selected for use was leaking from the tubing on the catheter handle. The issue was solved by exchanging the device and the procedure was successfully completed with no patient complications. The device was disposed and is not expected to be returned.